Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information, the device broke after insertion. In this case, it is likely that the angle of insertion in relation to the anatomical conditions and or vessel trajectory and or calcification induced enough stress to cause the guide/sheath (likely) to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of an unspecified artery using a proglide device after an unspecified procedure. Reportedly, the proglide device broke inside the patient's artery after it was inserted. The vascular team was called to assist with removal of the device. No additional information was provided.

Manufacturer narrative:
Corrections: e1 - facility name: updated from (B)(6) hospital. (B)(6).